Event description:
Olympus was informed that during a colonoscopy procedure while the physician was removing a polyp and coagulating, the electrosurgical generator jumped and spiked, causing a perforation in the pt's colon. A surgical procedure was then performed to repair the perforation. The pt was hospitalized for a couple of days and then transferred to a (B)(6) hospital by pt decision. The pt was in stable condition when he was discharged. After the procedure, the generator was powered on and the footpedal was tested, for cut and coag functions. The device worked fine when tested.

Manufacturer narrative:
The device was returned for eval. The bipolar, monopolar cut and coag functions are responding accordingly to the activation of the cut and coag switches of the test footswitch. The device was tested and passed all function tests. The exact cause of the pt's outcome could not be conclusively determined at this time. The device was working appropriately.